Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 1 day of sensor wear and was unable to obtain readings. As a result, customer's "sugar level rose to 38.9 mmol/l" (unspecified source) and she experienced seizure, loss of consciousness, and a heart attack. Customer was seen at a hospital where she was diagnosed with hyperglycemia and reportedly treated with "oral sugar water" and intravenous glucose and insulin "for a week". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 1 day of sensor wear and was unable to obtain readings. As a result, customer's "sugar level rose to 38.9 mmol/l" (unspecified source) and she experienced seizure, loss of consciousness, and a heart attack. Customer was seen at a hospital where she was diagnosed with hyperglycemia and reportedly treated with "oral sugar water" and intravenous glucose and insulin "for a week". There was no report of death or permanent impairment associated with this event.